Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump was not received in critical pump error (open book image). However there was no button response on the right arrow button and menu button due to moisture damage on keypad traces. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to no button response. Unable to verify unexpected error messages or serious pump error messages due to no button response. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, moisture damage on force sensor assembly, moisture damage on all electronic assemblies and moisture damage on motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had serious pump error. The customer's blood glucose was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.